Event description:
On or about (B)(6) 2016, plaintiff underwent placement of an angiodynamics smartport port catheter product, with model number ct96stsd and lot number 4993076. This smartport device was compromised of a port body and a silicone catheter. The device was implanted by dr.(B)(6), at (B)(6) hospital in (B)(6), for frequent IV access. On or about(B)(6) 2023, plaintiff presented to (B)(6) hospital in (B)(6), complaining of swelling during infusion through her port. Upon evaluation, plaintiff's medical team observed contrast leakage near the port and determined that the port needed to be removed. On or about (B)(6) 2023, plaintiff underwent removal of the smartport. The removal procedure was performed by dr. (B)(6), at (B)(6) hospital in (B)(6).

Manufacturer narrative:
The device is not available to be returned to the manufacturer for evaluation. An investigation into the root cause for the event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).